Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The vertek arm was returned to the manufacturer for evaluation. Testing found that the arm failed downforce testing as well as sideward force testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the vertek arm was loose and would not tighten sufficiently when attempted by the user. There was no patient present when this issue was identified. No additional information was provided.